Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number 3006705815-2019-02066. It was reported that the patient was not receiving adequate therapy and was feeling stimulation in the wrong location since implant. Several reprogramming's were attempted with no success. In turn, surgical intervention may take place to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 3006705815-2019-02066. Additional information revealed that the patient underwent surgical intervention wherein the leads were explanted and replaced. Postoperatively, the issue has resolved and patient has effective therapy.